Manufacturer narrative:
One opened bl5620 pouch from lot v2532 was returned for evaluation. The pouch contained a 20ga vit cutter, the tip was not returned. Visual examination found the port window in the opened position and the back cap is aligned correctly with the vent hole in the side of the cutter. The needle is not bent. The connectors were inspected and no defect were noted. A functional test was performed using a stellaris pc unit, the cutter had good clean cuts throughout the various cut rates and aspirated as intended. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in the (B)(6) indicating that the cutter was not working properly during the procedure. There was no impact to the patient.